Manufacturer narrative:
The devices were returned to olympus and are pending investigation. The three scopes will be sent to an independent laboratory for microbiological testing. The root cause for the reported event cannot be determined at this time. In addition, as part of our investigation an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed that three gastrovideoscope cultured (B)(6) for an unspecified microorganism multiple times after being reprocessed. All three devices have been removed from service. There are no associated patient infections. This is report 1 of 3.

Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested positive for the following microorganisms: escherichia species, stenotrophomonas species and klebsiella pneumoniae. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and no signs of foreign substance, stain or foreign materials/objects were found inside the channel. Additionally, there were no signs of foreign stain or substance found on the insertion tube, bending section and distal end. The scope passed the leak test. The root cause of the reported event could not be determined.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported teflon pad damage. A visual inspection was performed and found the teflon pad has normal wear; however, no metal was exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A probe check was performed and the device passed the probe check. The most likely root cause of the teflon pad damage could be attributed to insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fds.